Manufacturer narrative:
Baxter received and evaluated the device. The device was found out of specification in relation to the depressed battery pins, which was observed during physical inspection due to dry fluid residue and considered confirmed. A device history review revealed no issues that could have caused or contributed to the reported issue. The rear case was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had damaged/stuck battery pins. There was no report of patient injury or medical intervention associated with this event. No additional information is available.